Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: catalog number: requested, unknown . D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot number combination. D4: UDI: unknown due to unknown catalog and lot number combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown due to unknown catalog and lot number combination. The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the patient was hospitalized due to a hematoma in the right groin post their implant procedure on (B)(6) 2023. The hematoma was treated, and the patient was being evaluated for suspected pseudoaneurysm. There were no noted complications during the procedure. Additional information was requested but was not received. The procedure being performed was a cardiomems implant. Terumo medical received an FDA medwatch report # mw5148392. The event description states: it was reported that the patient was hospitalized due to a hematoma in the right groin post their implant procedure on (B)(6) 2023. The hematoma was treated and the patient was being evaluated for suspected pseudoaneurysm. There were not noted complications during the procedure. Additional information was requested but not received."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedural complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. It is unlikely the ik device was the cause of the hematoma and suspected pseudoaneurysm. It is likely the hematoma was caused by insufficient closure of the access site after removal of the ik device. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).